Manufacturer narrative:
Qn#(B)(4). The customer returned one sher-I-bronch for investigation. A visual exam was performed and no defects were observed. An attempt was made to inflate the eb tube cuffs. No issues were encountered with the blue cuff. When trying to inflate the white cuff, great resistance was met. The pilot balloon would inflate, however the white cuff did not inflate at all when air was applied. Air would pull from the pilot balloon and deflated typically. The reported complaint of the eb tube not inflating prior to use was confirmed based on the sample received. The white cuff would not inflate. Therefore, the potential root cause of this complaint issue is manufacturing related. A nonconformance (60030150) has been initiated to further investigate this complaint issue.

Event description:
The customer alleges that the cuff did not inflate during pre-testing. Another kit was opened without issue.

Event description:
The customer alleges that the cuff did not inflate during pre-testing. Another kit was opened without issue.

Manufacturer narrative:
Qn#(B)(4), a visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.